Event description:
The customer reported that while running a hepatitis c assay, the summit sample handler, serial number 1326, failed to dispense diluent in well 10a of the microplate. No error message was given. An ortho field service engineer was dispatched. No death or serious injuty was associated with this event. This report corresponds to co's systems complaint number 97-01483-03.